Manufacturer narrative:
H3 other text : device not made available by customer

Event description:
It was reported that the device was missing the prongs to the cord and can't be plugged in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.